Manufacturer narrative:
A second paragraph was added. Expiration date, and UDI # h4. Device mfg date h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day following the implant of a transcatheter aortic valve evfxplus-26, computed tomography (CT) at discharge identified a calcified and chronic aortic dissection flap at the transition of the ascending aorta and biobentall. The patient was asymptomatic and was monitored with planned repeat CT scans. It was noted that the hospitalization was prolonged. The outcome was reported as recovered/resolved with sequelae. The physician assessed the dissection as not related to the redo transcatheter aortic valve replacement index procedure, the transcatheter aortic valve, the delivery catheter system, or the loading system. Additional information was received to report the cause of the chronic dissection was a bicuspid valve-associated aortopathy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated a pre-implant balloon valvuloplasty of the pre-existing non-medtronic transcatheter aortic valve was performed. During the valve-in-valve procedure and following the medtronic valve implant a post-implant balloon valvuloplasty was performed. The post-implant balloon valvuloplasty occurred due to paravalvular leak (pvl) with an unspecified severity.

Event description:
It was reported that one day following the implant of a transcatheter aortic valve evfxplus-26, computed tomography (CT) at discharge identified a calcified and chronic aortic dissection flap at the transition of the ascending aorta and biobentall. The patient was asymptomatic and was monitored with planned repeat CT scans. It was noted that the hospitalization was prolonged. The outcome was reported as recovered/resolved with sequelae. The physician assessed the dissection as not related to the redo transcatheter aortic valve replacement index procedure, the transcatheter aortic valve, the delivery catheter system, or the loading system.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: medtronic brand name: evolut fx plus valve; product ID: evfxplus-26; serial: (B)(6); UDI: (B)(4); manufactured date: 2025-09-21; use by date: 2027-09-21; implant date: (B)(6) 2026; FDA site ID: 9617601. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.